Event description:
New information received notes that the right ventricular (rv) lead exhibited high pacing impedance.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibit abnormal pacing impedance and high capture threshold. The rv lead was capped and replaced on 03 jun 2025. There were no patient consequences.